Event description:
A customer reported receiving a malfunction alarm on their device, specifically malfunction 16-0x20e6, with no additional details provided. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.